Manufacturer narrative:
Initial reporter telephone: (B)(6). (B)(4). The phacoemulsification machine was examined and tested at the customer location by an abbott field service specialist (fss). The equipment has been thoroughly tested using a new tubing cassette. The fss indicated when testing the equipment, the tip was cold and could not duplicate the tip overheating. During the evaluation of equipment, the fss was able to recover the tubing cassette used in the surgery that presented the vacuum and aspiration issue reported. The fss found the tubing cassette had a leak causing insufficient vacuum. The fss found the tubing cassette had been used many times and the drain bag was not seated. The fss observed the leaking was near the connection between the tubing cassette and drain bag. The fss confirmed that the problem was caused by misuse of this accessory. The surgery center was instructed and advised to not re-use the tubing cassette and to replace the cassette whenever there is a feeling of loss of efficiency for vacuum and aspiration. The fss found no issues with the phaco unit. The tip was found to be working as intended. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The surgery center reported there was inefficiency in vacuum and aspiration. A brief description from the surgeon indicated the vacuum was performing well on the 5 procedures prior to the event and it was the 6th procedure when the corneal burn occurred. The surgeon noticed that during the procedure, the phaco tip had overheated when the corneal burn occurred. Through follow up, the surgery center indicated there was a little cornea edema and it did not damage the patient¿s endothelium. The incision was enlarged and the lens was implanted in the capsular bag. The procedure was completed by using a backup equipment. The patient recovery is expected well.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.